Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device touchscreen does not respond when pressed. The device was returned to the biomedical department for an unspecified reason. During programming prior to patient use the device touchscreen was reported to not respond when pressed. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional information was provided.